Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results. The customer also stated that they replaced the measurement cartridge on (B)(6) 2018 and have not had any other discrepant results reported. Additional data files and the measurement cartridge have been requested for investigation. The cause of this event is unknown.

Event description:
The customer reported discrepant total hemoglobin results on a baby when tested on the rp 500 and a non-siemens lab analyzer. There is no report of injury due to this event.

Manufacturer narrative:
Siemens reviewed the data files that were provided by the customer. The files do not indicate any performance issues with the thb assay. There were no reported thb calibration drift errors and no system errors indicating no chronic fluidic errors around the time of the analysis. There were no unusual optical errors to indicate co-ox performance issue. The aqc samples were in the expected ranges. Accurate thb results are dependent on thorough mixing across multiple planes to uniformly distribute the red blood cells. Root cause of the discrepant results from repeat analyses measured 25 minutes apart is unknown.